Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the safety shield broke off after drawing blood with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that safety shield broke off after drawing blood. Additional information provided 2019-12-09 by customer: yes there was exposure to blood/bodily fluids since it was after the blood was drawn -no needle stick -no patient identifiers -yes, but I cannot guarantee that the lot that we have is the same that was used when the safety broke off. Yes that is correct that a safety shield had broken off. I cannot be certain that this is the same lot number as this occurred a few weeks ago and it was just reported to me. However, I did receive some clarification that it was the 21g needle in which the safety broke off of.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield broke off after drawing blood with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that safety shield broke off after drawing blood. Additional information provided 2019-12-09 by customer: yes there was exposure to blood/bodily fluids since it was after the blood was drawn no needle stick. No patient identifiers. Yes, but I cannot guarantee that the lot that we have is the same that was used when the safety broke off. Yes that is correct that a safety shield had broken off. I cannot be certain that this is the same lot number as this occurred a few weeks ago and it was just reported to me. However, I did receive some clarification that it was the 21g needle in which the safety broke off of.